Event description:
It was reported that the sensor stopped providing readings occurred. The sensor was inserted into the abdomen on (B)(6) 2021 data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration was determined to be potential patient misuse. The reported event of the sensor stopped providing readings is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor stopped providing readings occurred. The sensor was inserted into the abdomen on (B)(6) 2021 data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration was determined to be potential patient misuse. The reported event of the sensor stopped providing readings is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.